Event description:
While monitoring a patient the device displayed a "status 56" message and then the screen went blank. The device's display came back after approximately "30 seconds". The clinician was able to continue to monitor the patient's heart rhythm with this device subsequent to the malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.